Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported both of the sheaths contained in the gunther tulip vena cava filter retrieval set accordion and the snare catheter pulled out of the hub of the clear touhy during retrieval of a cook celect platinum inferior vena cava filter. Resistance was felt upon retrieval but the filter was not embedded or tilted. The filter was successfully retrieved. According to the complainant, no adverse effects have been reported. No portion of the complaint snare catheter remained in the patient's anatomy. The patient did not require any additional procedures.

Manufacturer narrative:
Investigation evaluation: reviews of the complaint history, device history record, manufactures instructions, quality control, and a visual inspection of the returned device were conducted during the investigation. A visual inspection of the returned package confirmed that a complete retrieval device as well as a wire guide and the dilators were returned. A syringe was attached to the blue sheath. The blue sheath was severely accordioned close the hub, but no other damage was noted. The snare catheter had separated from the hub as reported. Additionally, four low quality screen shot images were submitted for review. The first image was a very poor quality fluoroscopic image of the ivc filter retrieval, which demonstrated a celect platinum ivc filter just to the right of the spine with three degrees of rightward tilt. The hook of the ivc terminates at the inferior endplate of the t12 vertebral body. The resolution was such that the secondary legs were not properly visible. There was a gunther tulip retrieval sheath position immediately adjacent to the proximal potion of the ivc filter. The second image did demonstrate a venogram performed through the gunter tulip filter retrieval sheath which again was positioned immediately adjacent to the hook of the ivc filter. Both the inner black sheath and the outer sheath were present. This demonstrates normal opacification of the ivc. The filter feet were in the infrarenal location with the hook just cranial to the inflow of the right renal vein. There was three degrees of leftward tilt relative to the center line of the ivc. There was evidence of penetration involving at least the right and left lateral most primary filter feet and a secondary leg towards the left, with all extending greater than 3mm outside of the column of contrast. There were no filling defects within the ivc to suggest retained thrombus. The ivc measured ~20mm in diameter. The third image demonstrated a venogram following retrieval of the ivc filter. There was mild narrowing of the ivc in the region where the primary filter legs penetrated through the wall of the ivc without evidence of extravasation or flow limiting stenosis. The final image showed a subclavian venogram and superior venacavogram with a right ij single-lumen port in place with catheter terminating in the right atrium. There was mild narrowing of the superior vena cava, but no evidence of extravasation. It appeared contrast was injected through the subclavian vein, which may suggest that was where the access site was for the retrieval and not the rij as is typically used. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should also be noted there were no other reported complaints for this lot number. Furthermore, a review of the quality control procedures was conducted, and no gaps were discovered. Moreover, an IFU is provided with the device, which states ¿excessive force should not be used to retrieve the filter¿ based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.